Manufacturer narrative:
The device referenced in this report was returned for evaluation. The evaluation confirmed the reported failure. The returned device was found with the guidewire inserted, and the guidewire could not be removed. The balloon was found intact. However, evidence of stretching was noted along the length of the balloon. Damages were found throughout the inner member and on the outer shaft. The exact cause of the reported event could not be conclusively determined. However, user handling could not be ruled out as the contributory cause. Review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.

Event description:
Two shockwave m5+ intravascular lithotripsy (ivl) devices were used to perform an iliac intervention using a kissing balloon technique. Following ivl, the physician attempted to remove the ivl device from the left iliac, however, the ivl device became stuck inside the sheath. After cutting the sheath with wire and with the support of a buddy wire, the entire sheath was removed successfully. As the physician attempted to insert a new sheath, a portion of the ivl balloon was noted in the patient's groin which was retrieved successfully manually. As a new sheath was introduced a small focal extravasation was noted at the access site in the common femoral artery (cfa). The extravasation was caused by perforation when the physician forcefully removed the sheath that was stuck in the patient, with the ivl balloon stuck in the sheath. The perforation was treated with perclose prostyle devices and with manual compression. The intended procedure was completed and there were no additional patient sequelae reported.